Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported test strips were not returned and a valid lot number was not provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips. Although trips were observed, further track and trend review was required due to low rate of confirmed complaints. If the reported test strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health professional reported receiving erratic readings on an adc blood glucose meter. Customer reported receiving readings of 1.2 mmol/l, 6.3 mmol/l and 2.2 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health professional reported receiving erratic readings on an adc blood glucose meter. Customer reported receiving readings of 1.2 mmol/l, 6.3 mmol/l and 2.2 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A health professional reported receiving erratic readings on an adc blood glucose meter. Customer reported receiving readings of 1.2 mmol/l, 6.3 mmol/l and 2.2 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.